Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was no current being delivered to the snare. It was reported that there was no visible damage to the device prior to use. The procedure was completed with another rotatable snare . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was no current being delivered to the snare. It was reported that there was no visible damage to the device prior to use. The procedure was completed with another rotatable snare . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and resistance measured at 12.4 ohms, within manufacturing specifications. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
(B)(4) current failure. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.